Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. There was no reported product deficiency. The reported patient effects of cerebrovascular accident (stroke) and weakness are listed in the product instruction for use as known potential adverse effects associated with the use of the product. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design or labeling.

Event description:
It was reported that post uneventful xact stenting procedure on (B)(6) 2011 in a 99% stenosed, heavily calcified right internal carotid artery, the patient reported subjective left leg weakness which persisted for an additional two days. The patient's neurological examination was normal and the patient was discharged one day after the procedure. The patient was re-hospitalized on (B)(6) 2011 for observation. CT scan of the head and neck showed a small right caudate nucleus stroke. No treatment was given. The patient's symptoms resolved and the patient was discharged home on (B)(6) 2011. Though requested, no additional information was provided.